Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. An unknown time before the patient loss consciousness, the cgm was reading 59 mg/dl and the blood glucose reading was 119 mg/dl. The patient reported that she was not experiencing any symptoms until she suddenly passed out in a hospital hallway where she works. She was found by a co-worker and was brought to the emergency room. When a fingerstick was taken, the blood glucose reading 24 mg/dl, but no cgm reading was reported from that time. The patient received continuous treatment with intravenous dextrose. The patient reported that she would be hospitalized for a total of 8 days, and that a fluctuating heart rate also contributed to a longer inpatient stay. At the time of the report the patient was on day 7 of the hospitalization. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.